Event description:
Healthtronic extracorporeal shock wave lithotripsy (eswl) bed malfunctioned and stopped working. Procedure had to be cancelled due to malfunction. Equipment failure serial number is (B)(6). Healthtronic ID is (B)(4).